Manufacturer narrative:
(B)(4). Batch # n55u2g. Investigation summary: the analysis results showed that one ecr60g reload was returned partially fired 1/16 with 3 double drivers missing. In addition the reload pan was noted to be partially dislodged from left proximal side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the ecr60g didn't cut and staple. No patient consequence reported.